Event description:
Report received of loss of ventricular capture. No injury or complications associated with the event. The device remains implanted.

Manufacturer narrative:
Device remains implanted, clinically resolved by replacing ventricular lead.